Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; specific value was not provided. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room (ER) with "extreme fatigue, difficulty breathing, and nausea". While at the ER, staff "took a chest x-ray and took blood for testing but did not provide any treatment". Customer was discharged the same day with no permanent damage and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.